Manufacturer narrative:
(B)(4).

Event description:
During an radiofrequency denervation procedure, a patient burn occurred. A burn with blistering was noted at the grounding pad site. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Additional information received from the physician indicates the procedure was a three level left cervical ablation procedure. The grounding pad was placed on the left arm of the patient. The patient notified the physician of the burn three days post procedure. No further information was available.